Manufacturer narrative:
A ge svc rep performed an on site investigation. The cmos battery was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys would not boot up prior to a case. The sys had to be removed and the procedure was completed with another sys. No pt injury was reported.